Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information date of event has been estimated. The stent remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina and hypersensitivity are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017, 3 xience alpine stents (2.25x18, 2.50x23 and 2.25x18 mm) and two non-abbott stents were successfully implanted; however, almost immediately post implantation, the patient experienced intermittent chest pain with symptoms increasing while eating and while performing strenuous activity. This was treated with nitroglycerin and anti-depressants, but the issue was not resolved. On (B)(6) 2017, the patient consulted an allergist who requested a list of device components. Allergic, systemic symptoms were not reported. There was no additional information provided.